Event description:
The primary nurse (rn) noted that the PICC dressing was moist and lifting (left ac site). Once the dressing was removed, the 1.4 french PICC catheter was leaking at the bell/catheter connection. The line was discontinued intact and checked with a second rn. A peripheral IV was started. There was no harm to the infant. The rn did not sequester/save the PICC line for return to the company.